Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string broke into pieces when she tried to remove the tampon. She was able to remove the tampon with the shortened string and was able to find the remaining string and remove that piece as well. She did not seek medical attention and was doing fine.